Manufacturer narrative:
Investigation summary: it was reported that a 70-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a perforation was discovered by ultrasound. Cardiac tamponade was confirmed by eco. Pericardiocentesis was performed to remove more than 2 liters of fluid from the pericardium. The patient was transferred to the operating room (or) and underwent surgical repair of the perforation. Extended hospitalization was required as a result of the adverse event. The event was assessed as life-threatening. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30086665m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Patient code of ¿no code available¿ represents ¿surgical intervention¿. Concomitant products: non-biosense webster, inc. Product - st. Jude medical brk-1 transseptal needle; non-biosense webster, inc. Product - st. Jude medical 8.5 fr sl0 sheath; biosense webster, inc. Product - smartablate generator; u.s. Catalog #: unknown; serial #: unknown; biosense webster, inc. Product - carto® 3 system; u.s. Catalog #: unknown; serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a perforation was discovered by ultrasound. Cardiac tamponade was confirmed by eco. Pericardiocentesis was performed to remove more than 2 liters of fluid from the pericardium. The patient was transferred to the operating room (or) and underwent surgical repair of the perforation. Extended hospitalization was required as a result of the adverse event. The event was assessed as life-threatening. Patient¿s outcome is fully recovered with no residual effects. The catheter angulation and location were cited as factors that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and an 8.5 fr sl0 sheath. The generator was in power control mode at 40 watts with a temperature cut-off at 50 degrees celsius and an impedance cut-off at 300 ohms. The power did not titrate during the ablation. The overall time for ablation at the site of injury was 120 seconds. The last ablation cycle time at the site of the injury was 60 seconds. The impedance was initially at 140 ohms and increased. The smartablate generator showed an impedance error of ¿out of range¿. The catheter irrigation was set at 30cc. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) greater than 350 seconds. The thermocool® smart touch¿ electrophysiology catheter, shaft proximity interference value was of 30-35 grams. The thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The high impedance issue was assessed as not reportable. If the impedance is high; however, the generator is showing an error message, then the potential risk that it could cause or contribute to a death or serious injury was remote.